Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient had died. Vascular access was obtained via the femoral artery. The 95% stenosed, 32x3.0mm, eccentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and severely calcified ostial left anterior descending artery. Pre-dilation was performed and a 3.0mmx32mm promus element drug-eluting stent was deployed. Post-dilation was performed and the procedure was completed. However stent thrombosis was noted and on the same day, the patient died.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had died. Vascular access was obtained via the femoral artery. The 95% stenosed, 32x3.0mm, eccentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and severely calcified ostial left anterior descending artery. Pre-dilation was performed and a 3.0mmx32mm promus element drug-eluting stent was deployed. Post-dilation was performed and the procedure was completed. However stent thrombosis was noted and on the same day, the patient died.